Event description:
It was reported that the ECG cannot be measured. There was no report of patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for replacement of the ECG cable. (Part number requested, not available) upon conclusion of the evaluation, it was determined that this was a malfunction of the ECG cable, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.